Manufacturer narrative:
Event description continued: ¿under stable general endotracheal anesthesia following placement of a right jugular and radial artery line, the previous median sternotomy incision was opened uneventfully and the heart partially mobilized within the pericardium before establishing bypass with an aortic and single atrial appendage cannula. The remainder of the procedure was performed on an empty beating heart. The rv outflow tract was mobilized with extension into both branch pulmonary arteries, and we also mobilized the right pulmonary artery beneath the aorta out to the hilum. A longitudinal incision within the proximal right pulmonary artery measuring about 10 mm in length was used to enlarge that area again with a cormatrix patch. The third cormatrix patch was placed across the orifice of the left pulmonary artery by making an incision at the inferior lateral aspect of the main-lpa junction. Finally, I excised the flail pulmonary valve leaflet and extended the incision proximally across the annulus for a distance of about 8 mm before reconstructing the rv outflow tract with a fourth cormatrix patch measuring about 12 x 20 mm in size. The patient was weaned from bypass without difficulty, maintaining excellent hemodynamics with systolic pressures of 80-90 and rv pressures of only 30. Following a short period of hemoconcentration, the heart was decannulated and protamine administered. Atrial and ventricular pacewires were placed, as well as a blake drain in the anterior mediastinum and bilateral jp drains. The incision was closed in the usual fashion and the patient transferred to the pediatric cardiac ICU, where he has had a very stable night. The total bypass time was 104 minutes, with no period of aortic clamping.¿ the patient is currently in stable condition. The device is expected to be returned for analysis; however, it has not yet been received. A device history record review could not be conduced since the lot number provided, 16672466, was not a valid lot in our system. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, the pre-mounted stent of a palmaz blue/slalom stent delivery system dislodged during withdrawal into the sheath. The stent ended up in the right ventricle of the patient, and an open heart surgery was conducted for it¿s removal. The patient is currently in stable condition. The patient was admitted to the cath lab due to systemic rv pressures and known proximal pulmonary artery stenosis which had been patched at the initial repair. The intended procedure was a percutaneous transluminal angioplasty of a target lesion located proximal right pulmonary artery. The patient was(B)(6) old male. The diameter of the stenosed lesion was 3.9 mm, with the reference diameter 7.5 mm. There was no calcification. During pre-use product inspection, no anomalies were noted. The product was prepped per the IFU. The lumen was flushed, stent/balloon was not placed on negative pressure. There was no anomalies noted during prep. The balloon was never inflated. During attempt to pull the pre-mounted stent/balloon back into the delivery sheath, the stent migrated off the balloon. Further attempts to advance the balloon into the stent were unsuccessful. The left pulmonary artery was successfully stented, but stent dislodgement occurred while addressing and positioned in the right pulmonary artery. The balloon and stent were never on negative pressure. There was no burst or leakage. The stent migrated to the right ventricle. It was reported that there was no dissection or change in EKG. The patient was taken to the operating room on that evening for open heart surgery for retrieval of the dislodged stent, as well as bilateral pulmonary arterioplasty. The adhesions within the pericardium were moderately vascular and edematous but more so around the branch pulmonary arteries. The left pulmonary artery and intracardiac stent were easily retrieved. The following was reported during the open heart surgery after stent retrieval.

Manufacturer narrative:
The device was received by the decontamination lab in the following condition: "received distal end of slalom only with portion of stent on balloon and other damaged portion detached." It is currently unknown if the device was in this condition during the procedure. (B)(4). The lot number provided (16672466) was not found in the manufacturing system, therefore a device history record review could not be performed. The device has been returned for analysis; however the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the affiliate, the pre-mounted stent of a palmaz blue/slalom stent delivery system dislodged during withdrawal into the sheath. The stent ended up in the right ventricle of the patient, and an open heart surgery was conducted for it¿s removal. The patient is currently in stable condition. The patient was admitted to the cath lab due to systemic rv pressures and known proximal pulmonary artery stenosis which had been patched at the initial repair. The intended procedure was a percutaneous transluminal angioplasty of a target lesion located proximal right pulmonary artery of a pediatric patient. The diameter of the stenosed lesion was 3.9mm, with the reference diameter 7.5mm. There was no calcification. During pre-use product inspection, no anomalies were noted. The product was prepped per the IFU. The lumen was flushed, stent/balloon was not placed on negative pressure. There was no anomalies noted during prep. The balloon was never inflated. During attempt to pull the pre-mounted stent/balloon back into the delivery sheath, the stent migrated off the balloon. Further attempts to advance the balloon into the stent were unsuccessful. The left pulmonary artery was successfully stented, but stent dislodgement occurred while addressing and positioned in the right pulmonary artery. Negative pressure was never applied to the balloon and stent. There was no burst or leakage. The stent migrated to the right ventricle. It was reported that there was no dissection or change in EKG. The patient was taken to the operating room on that evening for open heart surgery for retrieval of the dislodged stent, as well as bilateral pulmonary arterioplasty. The adhesions within the pericardium were moderately vascular and edematous but more so around the branch pulmonary arteries. The left pulmonary artery and intracardiac stent were easily retrieved. The following was reported during the open heart surgery after stent retrieval: ¿under stable general endotracheal anesthesia following placement of a right jugular and radial artery line, the previous median sternotomy incision was opened uneventfully and the heart partially mobilized within the pericardium before establishing bypass with an aortic and single atrial appendage cannula. The remainder of the procedure was performed on an empty beating heart. The rv outflow tract was mobilized with extension into both branch pulmonary arteries, and we also mobilized the right pulmonary artery beneath the aorta out to the hilum. A longitudinal incision within the proximal right pulmonary artery measuring about 10 mm in length was used to enlarge that area again with a cormatrix patch. The third cormatrix patch was placed across the orifice of the left pulmonary artery by making an incision at the inferior lateral aspect of the main-lpa junction. Finally, I excised the flail pulmonary valve leaflet and extended the incision proximally across the annulus for a distance of about 8 mm before reconstructing the rv outflow tract with a fourth cormatrix patch measuring about 12 x 20 mm in size. The patient was weaned from bypass without difficulty, maintaining excellent hemodynamics with systolic pressures of 80-90 and rv pressures of only 30. Following a short period of hemoconcentration, the heart was decannulated and protamine administered. Atrial and ventricular pacewires were placed, as well as a blake drain in the anterior mediastinum and bilateral jp drains. The incision was closed in the usual fashion and the patient transferred to the pediatric cardiac ICU, where he has had a very stable night. The total bypass time was 104 minutes, with no period of aortic clamping.¿ the patient is currently in stable condition. The device was received by the decontamination lab in the following condition: "received distal end of slalom only with portion of stent on balloon and other damaged portion detached." It is currently unknown if the device was in this condition during the procedure. A piece of shaft of possibly a blue/slalom 7x15/80 bil pckgd was received with a unknown stent and an unknown guide wire introduced to it. A stent was mounted in the shaft, it was out of its original position closed to the distal tip, and the proximal struts were uplifted. The unknown stent was compressed. A review of the manufacturing documentation associated with this lot was not performed since lot number was not provided. The reported ¿body/shaft-separated¿, ¿stent-dislodged-in patient/while pulling back into gc/sheath¿, ¿fractured/separated¿, and ¿stent delivery system (sds)- withdrawal difficulty-through guide/sheath¿ and ¿strut uplift¿ were confirmed. The exact cause of the failures reported could not be determined. The palmaz blue transhepatic biliary stent is indicated for palliation of malignant neoplasms in the biliary tree. The instruction for use cautions ¿if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determined the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ additionally, the IFU cautions, ¿after completely retracting the csi, do not re-advance it over the positioned stent to avoid dislodging the stent.¿ based on the information available for review, procedural factors (use within the right pulmonary artery and attempt to pull the pre-mounted stent/balloon back into the delivery sheath) may have contributed to the difficulty experienced by the customer. Additionally, required attempts to deploy/retrieve the dislodged stent may have contributed to further damage (fracture/separation) of the stent. Neither the DHR review nor the analysis suggests that the failure reported by the customer is related to the design or manufacturing process; therefore, no corrective/preventive action will be taken.